Event description:
Info rec'd indicates the hi/low function is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to a leaking hydraulic valve. He replaced the valve to repair the bed.